Manufacturer narrative:
Please note that this device resolute onyx is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Event description:
The physician intended to implant a resolute onyx drug eluting stent in the target lesion located in the proximal lad. The lesion was moderately tortuous, and moderately calcified. No other abnormalities were reported in relation to anatomy. No damage was noted to packaging and no issues were encountered when removing the device from the hoop/tray. The device was inspected with no issues noticed. Negative prep was not performed. The lesion was not pre-dilated. It was reported that during stent deployment the balloon was inflated the first time to 12 atm and it burst, with the balloon losing pressure slowly. The device was not moved or re-positioned prior to the burst. It was possible to position the stent properly in the lad. The lesion was post-dilated with a nc balloon. It was also reported that the device did not pass through a previously-deployed stent and no resistance was encountered when advancing the device with no excessive force used during delivery. No injury reported to the patient.

Manufacturer narrative:
(B)(4) the device was received for evaluation. The balloon folds were open, and blood was visible in the balloon and inflation lumen indicating the presence of a leak. Upon pressurisation of the device, the balloon was successfully inflated, and liquid was seen exiting the tip and guidewire entry port, indicating the presence of a leak on the shaft. The inner lumen was removed in order to detect the leak site. Upon visual inspection, a tear was visible on the inner lumen immediately proximal to the proximal inner shaft marker. The inner lumen material was protruding outwards, jagged and uneven at the tear site. A video capturing the inflation of a device balloon in the vessel was received from the account. It was not possible to confirm if there was a stent present on the device balloon. There is no leak visible as the balloon is inflated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.